Event description:
Surgical site infection post procedure within 2 days. Required return to surgery for grafton plus paste 5cc (B)(4), lot otsct0906534096, expiration date 2013-02, used during procedure.